Event description:
Patient reported to the health care facility the capsule was excreted in pieces. Date of the capsule retrieval is unknown as the patient could not be reached until (B)(6) 2017, 1 month after ingesting the capsule on (B)(6) 2017. The capsule components were discarded by the patient.